Manufacturer narrative:
Insulin pump alarmed button error due to moisture damage on keypad traces. No beep anomaly during testing noted. No moisture damage on electronics noted. Insulin pump had a cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 127 mg/dl. Insulin pump will need to be replaced. No additional information provided.